Event description:
Affiliate reported, that even though the valve was set at 70ml h2o for the opening pressure, the csf could not pass through the valve. The pressure within the ventricles was high, therefore, the surgeon expected that the right type of valve was used. After realizing the csf is not passing, they tried flushing the valve with saline from both sides of the valve. The valve was then explanted.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.